Event description:
Resident was ambulating, lost his balance and began to fall. The sit-to-stand lift was positioned in the hallway in close proximity to the resident. As the resident continued to fall, he fell against the lift. The lift attachment used to secure the sling to the lift penetrated the left side of the resident's neck directly below the jaw line. A licensed nurse and certified nurse assistants held the resident in place, preventing him from falling to the floor and keeping the neck from further penetration. The nurse, with help from the nurse assistants, lifted the resident from the lift, removing the attachment from the resident's neck.